Manufacturer narrative:
A ge healthcare field engineer performed a checkout of the system and submitted the event logs which confirmed the customer allegation. A new screen has been fitted to the system which resolved the issue.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported the unit powered down during a case. There was no report of patient injury.